Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 600 mg/dl. Troubleshooting was performed, and the prime test passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.